Manufacturer narrative:
The event occurred in norway. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer

Event description:
Caller states the customer was unresponsive with a result of 5.0 mmol/l obtained on the mobile system. The caller tried to administer sugar and honey to the customer, but he was passed out and shaking. An ambulance was called and arrived 45 minutes later. The customer was treated with an injection of glucagon. An unspecified time later he tested 3.9 mmol/l on the professional meter. The customer was admitted to the hospital. While at the hospital, the customer tested hi (greater than 33.3 mmol/l) and hi on the mobile system while a professional meter returned as 12 mmol/l. All results were done within 5 minutes of each other. Requested return of suspect device, however the test cassette has been discarded.